Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported a patient had driveline exit site drainage in clinic and was admitted to the hospital for workup. The exit site was positive for staphylococcus and the patient was put on IV antibiotic treatment and underwent surgical aspiration of pus. It was reported the patient was discharged from the hospital. The device was not returned to the manufacturer for evaluation as it remains implanted. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the patient was admitted to the hospital for treatment of a driveline infection after presenting to the clinic with drainage from the driveline exit site. The patient was admitted to the hospital, the drainage was cultured and results were positive for staphylococcus. Intravenous (IV) antibiotic treatment was initiated and the patient underwent surgical aspiration of pus. Patient outcome as reported is that the patient was stable, discharged home on antibiotics and monitoring of the driveline site.

Manufacturer narrative:
Device not being returned.